Manufacturer narrative:
(B)(4). (B)(6). Device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been initiated to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particle was found inside of the reservoir of a half day infusor. This was noticed after the device was filled with desferrioxamine and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured between january 16, 2014 and january 20, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One device was received and evaluated against the reported condition of particulate matter inside the fluid path. A visual inspection noted particulate matter 1.5 mm in size, floating inside the fluid of the reservoir. The particulate matter was identified as a polyisoprene material via ftir spectrophotometer scanning. The problem was therefore verified. The cause could not be determined from the sample evaluation and additionally provided information. Should additional relevant information become available, a supplemental report will be submitted.